Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2002. Subsequently, the patient underwent a revision procedure on (B)(6) 2013 due to patient allegations of metallosis, metal poisoning, elevated metal ions, pain, dysfunction, loss of range of motion, swelling, inflammation, damage to surrounding bone and tissue, and lack of mobility. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-02022/-02023/-02024).

Manufacturer narrative:
(B)(4).

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2002. Subsequently, the patient underwent a revision procedure on (B)(6) 2013 due to patient allegations of metallosis, metal poisoning, elevated metal ions, pain, dysfunction, loss of range of motion, swelling, inflammation, damage to surrounding bone and tissue, and lack of mobility. This report is based on allegations set forth in patient&#38112;complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a right hip revision on (B)(6) 2013 due to a periprosthetic fracture. Operative report noted the presence of spiral fracture fragments and the acetabular cup was well fixed. All components were removed and replaced with a competitor hip. Operative report further noted patient underwent an additional revision on (B)(6) 2013 due to instability where the competitor head and liner were removed and replaced with competitor components.